Event description:
Mdt rep reports the wireless recharger (wr) is not connecting or staying connected to the implantable neurostimulator (ins). Rep tried resetting wr but that did not resolve the issue. Patient services emailed repair to replace wr. No symptoms were reported. Additional information received from the consumer reported they received the replacement wireless recharger which allowed them to connect to the implant for a moment before returning to searching. It was mentioned the patient had fallen recently due to the implant being off as they let the implant die because they were having issues charging and didn¿t let anyone know so they hadn¿t charged in approximately two weeks, but could have been longer. The patient went to the hospital due to being in a vegetable like state from the fall. The manufacturer¿s representative (rep) met with the patient on march 19th and were able to get the system going again; it wasn¿t overdischarged and didn¿t need to be reset. It was more of a ¿user error¿ situation as the patient¿s healthcare staff wasn¿t using the recharger properly and didn¿t have the recharging ¿paddle¿ in the correct place. The rep was able to turn the patient¿s device on while still showing 0% life. A healthcare provider for the patient was then walked through proper recharging which they were able to do.

Manufacturer narrative:
Section d10 references: product ID: wr9200, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the patient is currently up and healthy. The patient was playing bingo at the time of this call. The patient has not had any issues with the wireless recharger or battery since the depletion of the implantable neur ostimulator (ins). The nurse mentioned that "vegetable like state" sounded a bit much, they described the patient status as having "difficulty functioning." The patient was admitted to the nursing facility after the hospitalization.